Event description:
It was reported that the patient was a full-time indwelling foley catheter user and recently tried the bd catheter valve flip-flo after having some issues with the durability of another manufacturers product and was using so was looking for a better option. The good news was that the product looked much more rugged and it looked like the issues was having with the other manufacturers product wouldn't be an issue, so was relieved, confident and optimistic. Unfortunately had much worse issues as the device ended up leaking after only several hours of use. As also had very severe ocd with contamination-based triggers this ended up being quite distressing for me and caused a lot of issues.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.